Event description:
The customer called and reported the insulin pump screen was cracked, after the insulin pump was crushed in a machine. The customer was at work and the customer got caught in a machine and was spun around in a drum. Customer was taken to the hospital for this incident and was released the same day. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corners, battery tube threads, reservoir tube lip, and minor scratches on the lcd window. The lcd physical damage was missing segments due to bleeding lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.